Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. The patient was seen in clinic and the shock impedance measurements were observed to have decreased from the 60 ohm range down to the 20 ohm range. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient later expired. There were no allegations against lead functionality at that time.

Manufacturer narrative:
The lead was returned severed 258 millimeters (mm) from the terminal pin, only the proximal segment of the lead was returned. Resistance and tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.